Manufacturer narrative:
The reported incident that 90° multipin clamp hoffmann ii micro was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by the application of excessive torque in the screw. The device inspection revealed that the there is a loose ring. This loose ring is a stop washer, which should be welded to the nut and the thread, connecting the two. The stop washer (loose ring) broke and it separated from the nut and thread, leaving then unweld. The purpose of the stop washer is to not allow the nut to be unscrewed from the thread, and the purpose of this nut is to allow the adjustment of the clamp to the pins. This adjustment should take into consideration that there is a stop washer so the nut cannot be removed from the instrument. So, when excessive force is applied to try to remove the nut, the weld will break and this stop washer will fell down. Care should be taken since these devices are not meant to be disassembled. Note, as stated in the operative technique (h-st-15 en_hoffmann_ii micro_op_tech_ous_2015-6938): ''note: the clamps and couplings are designed not to be disassembled during the cleaning and sterilization process.'' [Original statement(s)]. Note, as stated in the IFU (v15034): ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the external fixation devices, which are described in the operative technique manual for the product system. Preparation. The surgeon should be thoroughly familiar with the surgical procedure, instruments and device characteristics as well as the mechanical and material aspects of the external fracture fixation appliances prior to performing surgery.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Just after surgery, the clamp broke in a hospital room of a patient. Replacement was performed. It was the first use.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Just after surgery, the clamp broke in a hospital room of a patient. Replacement was perfomred. It was the first use.